Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a clogged/blocked instrumentation probe and missing additive. The following information was provided by the initial reporter. The customer stated: "fibrin from tubes is clogging their new roche instrument." There was no report of erroneous results.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. Testing of the retention samples was satisfactory and no fibrin was observed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a clogged/blocked instrumentation probe and missing additive. The following information was provided by the initial reporter. The customer stated: "fibrin from tubes is clogging their new roche instrument." There was no report of erroneous results.